Event description:
The surgeon performed a diagnostic laparoscopy looking for adhesions. The surgeon placed surgiwrap between the sigmoid and anterior wall and he did not secure it. Pt developed fever, high wbc for short period of time immediately after the surgery.